Event description:
Rptr had lasik surgery. Has experienced severe pain, poor vision in dim lighting. Cloudy vision, dry eye sensation, mass amount of floaters, headaches (which have caused hospitalization). Rptr has seen several drs for a possible detached retina. Rptr is no longer able to read for long periods of time. Rptr is extremely light sensitive and has on overall difficult time seeing. In addition, rptr suffers from anxiety and depression due to experience and current condition.